Event description:
Information was received that this smiths medical cadd administration sets experienced leaking from the hole in the air filter. It was reported that the nurse noticed that the tubing the patient used for pip-tazo had been leaking from the hole in the air filter. No reported adverse effects.

Manufacturer narrative:
Device evaluation: one smiths medical cadd administration set was returned for analysis. During analysis, the sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. Delamination was found at the filter with the tube of the sample received; no discrepancies were detected. Leak testing on the sample received was performed using hydrostat vessel to look for unusual functions. No leaks were detected from the delamination joins nor other solvent bonds, or the air vent. Based on the evidence, the complaint was not confirmed, and no fault was found.